Event description:
The customer reported to olympus, the telescope, 12°, 4 mm had a detached light guide connector. The issue was found during reprocessing. The facility completed the procedure with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found mechanical damage, broken or loose components on main body, and foreign particles in optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the light guide connector was detached due to the use of excessive force by the customer. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.